Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 558 mg/dl with a 1.7 mmol/l ketone level. Subsequently, the customer went to the emergency room (ER) and was hospitalized with a high bg. Customer was treated with insulin and given food at the hospital resolving the issue. Customer was released after 6 hours in stable condition with no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.